Manufacturer narrative:
.

Event description:
International affiliate reported a transfer set with a broken spike. No pt injury or medical intervention was indicated at the time of the initial report.